Event description:
The manufacturer received information alleging maintenance was required on a trilogy evo ventilator. The device was in use on a patient at the time of the occurrence. The trilogy evo was returned to the third-party service center for evaluation. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log caused by contamination in the machine flow sensor. Philips is currently investigating this complaint. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging maintenance was required on a trilogy evo ventilator. The device was in use on a patient at the time of the occurrence. The trilogy evo was returned to the third-party service center for evaluation. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log caused by contamination in the machine flow sensor. Philips is currently investigating this complaint. If any additional information is received, a follow-up report will be filed. New information: the trilogy evo was returned to the third-party service center for evaluation. During the evaluation it was noted that an error code indicting the device software has detected a large pressure drop between the monitor and outlet pressure sensors was recorded in the device event log caused by contamination in the machine flow sensor. There were no repairs performed and the device return unrepaired as per customer request. Box h coding has been updated. The reported failure of [pressure sensor mis match]is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.